Manufacturer narrative:
Two photos were received for analysis. However, the investigation could not identify sufficient detail from the photos to confirm the reported issue. As no lot number could be confirmed, no review of device records could be conducted. Based on the results of the investigation, the reported complaint could not be confirmed.

Event description:
It was reported that during use of the 100 ml yellow cadd cassettes, a cassette containing a particle had been identified through visual inspection. The majority of the cassettes used had come from lot 6070588; however, since units from other lots had also been used, it was not possible to specify a single lot. There was no report of patient involvement.